Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device was part of a system revision due to infection. The patient had infected peripherally inserted central catheter (PICC) line causing bacteremia and vegetation on valves. There were no additional adverse patient effects reported. This crt-d device was explanted.